Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and the roller clamp being backwards was observed. The reported condition was verified. The cause was determined to be improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a clearlink system non-dehp secondary medication set was installed upside down on the tubing. This issue was noticed while inspecting the device after the package was opened. There was no patient involvement. No additional information is available.